Event description:
On 7/19/94, pt had a laparoscopy with pancreaticoduodenectomy, at which time a 10 mm wide flat drain was placed. On 8/4/94, while the physician was attempting to remove the drain, it broke with the end of the drain becoming dislodged in the abdomen. The pt was taken to surgery at which time the dislodged portion of the drain was removed.